Event description:
The customer reported oil mist coming from their unit. The customer reported an employee with complaints of dry cough, "hacking", sneezing, and irritation of the eyes. The employee did not seek medical attention or require treatment for her symptoms. The asp field service engineer repaired the unit.

Manufacturer narrative:
.